Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty. This lead's body was also damaged and the stylet would not advance after multiple movement. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the stylet insertion test failed due to deformed conductor coils consistent with the lead having been grabbed by a tool. Blood or body fluid noted in the helix housing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis showed a deformed conductor coils along with the surface punctures noted approximately a hundred ten to thirteen millimeters from the terminal pin, this is consistent with having been grabbed with a tool. Also, the stylet insertion test failed due to deformed conductor. Further, the observed damage was not deemed to indicate product anomaly, but likely occurred during normal use of the product.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty. This lead's body was also damaged and the stylet would not advance after multiple movement. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
"It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty. This lead's body was also damaged and the stylet would not advance after multiple movement. This lead was never in service. No adverse patient effects were reported.